Event description:
Event desc: patient with severe aortic stenosis underwent aortic valve replacement. Cor-knot used. Device misfired, causing the suture to be cut incorrectly. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do...

Manufacturer narrative:
Engineering investigation of the returned cor-knot device revealed damage to the integrated suture cutting blade in an otherwise completely well-functioning device. This blade damage is consistent with activating the blade advancement mechanism by squeezing the device's purple lever before the stainless steel components of the titanium fastener load unit have been removed from the tip of the device. Premature squeezing of the lever can drive the suture cutting blade forward into the curved metal handle and/or stainless steel wire snare of the quick load to dull or bend the blade. The correct loading technique is well described/ illustrated in the cor-knot technology guide (instructions for use) product insert. Incorrect instrument handling and loading techniques are cautioned against in multiple references in the IFU. Therefore, no operating room personnel should touch the purple lever other than the surgeon. The lever should be squeezed only by the surgeon when the titanium fastener is appropriately positioned and the suture is ready to be cut. All cor-knot devices are tested for adequacy of titanium fastener crimping and suture cutting prior to release from our clean room manufacturing facility. The conclusion of the investigation is that the device functioned as designed except did not cut suture properly because of suture cutting blade damage resulting from user error.